Event description:
A nurse reported that during cataract surgery, a pt sustained a corneal burn to the left eye. The burn was located at the incision site. There has been no update on the pt's status at this time. Add'l info has been requested. This is the second of five reports for this facility and the second of two for this pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).